Event description:
During the therapeutic proceure ( patient age and gender unk) the basket grabbed the stone but was unable to crush it as the handle was not functional. The stone slipped from the basket and the procedure was completed successfully using another device. Tehre were no reported adverse affects to the patient as a result of this malfunction.